Manufacturer narrative:
The field service engineer (fse) discovered that the secondary aspiration mode probe was bent; probe wipe was not coming down to clean the probe. Fse straightened out the probe and unit is now working well (no leaks). (B)(4).

Event description:
The customer reported less than 1 ml clear fluid (diluent) leaked from probe wipe as she was trying to perform start up on the coulter lh 500 hematology analyzer. Instrument gave backwash not performed errors. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.